Manufacturer narrative:
Correction: h6 - device code - pacing problem 1439 - needed to be included as the patient went into asystole despite being in backup mode, so pacing output must not have been sufficient.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to low battery voltage fluctuation from programming to high settings. Evidence from the device image indicates there was a false early replacement alert consistent with the device being in auto-capture and high output mode at times. The device was tested on the bench and no anomalies were found. Despite extensive testing backup operation could not be reproduced. Implant duration exceeded the projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to procedure, when the device was attempted to be programmed to bipolar, the device went into backup mode. The patient was dependent and went into asystole. A code was called and the patient was saved. The device was explanted and replaced. The patient was discharged the next day.